Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site that resulted from a fall. In turn, the patient's scs system was explanted.